Event description:
It was reported that 34 days after a da vinci-assisted ventral hernia repair and rectus diastasis correction with retro-muscular mesh (trans abdominal retro-muscular meshplasty/rtarm) procedure, a port site burn was observed. The surgeon believed the burn was caused by either indirect or direct coupling of the monopolar curved scissors (mcs) instrument to a prograsp forceps instrument while working in close proximity to the cannula; however, this was not observed during the procedure. He was activating monopolar energy with the mcs instrument near the grasper; however, it was unclear if the mcs touched the grasper jaws, and the mcs was not in close proximity to the port site. It was unknown if any of the instrument tips were in contact with tissue at the time of the event, as the issue was not observed during the surgery. The surgical staff did not observe evidence of arcing during the procedure, including no evidence of arcing between the instruments and the cannula openings. The surgeon believes that an inadvertent energy surge over the port site cannula occurred, with coagulation of the tissue surrounding the cannula, possibly due to close proximity to or contact with the mcs and/or prograsp forceps. As the patient was very thin, the surgeon considered that perhaps the non-coated portion of the prograsp forceps was not fully outside of the cannula, and perhaps it arced or made contact with the metal cannula. If the prograsp forceps was in contact with the cannula, it would make the cannula conductive, thereby causing the port site burn. The burn marks were first noticed on postoperative day 34, and they were described as a white painless deep 2nd degree to 3rd degree burn in a halo-ring around the port-site scar. The incision was not healing due to the burn; as a result, the burned tissue and scar were excised on postoperative day 40 under local anesthesia, resulting in a larger scar of around 3 cm. Per the surgeon, the burned tissue was noticed from the skin to the subcutaneous tissue, up to the anterior fascia. The sutures on the fascia from the initial procedure were still present, and the fascia was still intact during the revision. The excised area was repaired with subcuticular sutures. The excised tissue was not evaluated to confirm that it was burned. No burn ointment was applied to the area, as the issue was observed more than one month after it occurred. The patient is currently doing fine. The erbe vio generator was the only generator used during the procedure, and the monopolar setting was set to 3. The cannula in use was an 8mm da vinci cannula; double-cannulation was not used. The grounding pad was placed properly on the right upper leg of the patient, and it did not appear to have any issues or defects. The mcs instrument was installed on master tool manipulator (mtm) 4, the prograsp forceps on mtm 2, and the endoscope was installed on mtm 3. The burn marks appeared solely around the left fossa port for the prograsp forceps on mtm 2. No damage or abnormalities were observed with the instruments/accessories during use, nor during instrument inspection. It's possible that the energy instruments were activated in close proximity to the cannula openings within the patient, as the patient was very thin. There were no difficulties or abnormalities when inserting the obturator and/or cannulas/trocars. The port incisions did not appear to be small in size for an 8mm cannula. The surgeon does not believe that the discoloration/burns may have been due to trocar/cannula pressure against the port walls.

Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. .